Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: drawing up diluent and discovered two consecutive 25g 1" safety glide that were obstructed and would not allow drawing up of diluent for vaccine reconstitution. On closer inspection it appeared as though there was a small piece of plastice or other material obstructing the luer-lock end of the needles.

Event description:
No additional information

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. It was reported the needle was obstructed. To aid in the investigation, five samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed. The samples do not have the plastic shield and the safety mechanism had not been activated. No defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three samples expelled the solution with a normal flow. Two samples did not expel the solution; these two needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2007149. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2007149 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.